Manufacturer narrative:
This device is used for therapeutic purposes. Bur/blade - unknown model <(>&<)> lot number (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported ¿patient sustained a burn injury on her right upper lip. From surgeon: after case, skin of upper lip appeared to be blanched with evidence of instrument burn likely from overheating of medtronic handpiece. Difficult to assess occupancy in or as lights in or are not on during endoscopic cases. Theory of burn/occurrence thought to be related to irrigation system of handpiece not on during first half of case. This was noticed as some eschar was forming during endoscopic drilling. Initially manual irrigation was uses and then it was noticed that irrigation was not working properly for handpiece. Once this was corrected, no further endoscopic issues were noticed. Of note, the handpiece did not get warm or hot while operating the drill. Plastic surgery was consulted post-op. Family made aware of burn."

Manufacturer narrative:
Additional information was obtained from the user facility; it was reported that manual irrigation was used initially for the bur irrigation and then it was observed that the patient had a burn on the lip. It was then decided manual irrigation was not sufficient to cool the bur; therefore, the case was continued using the system irrigation without further incident. Furthermore, additional information was received 08/19/2015, stating "after further follow up with our nursing staff, we do have some information we can share with you. The tubing was not completely primed at the beginning of the case. I suspect that if not properly primed, irrigation would not flow and the device would likely run hot. Once this was rectified, I believe that no further issues were encountered. Our conclusion would therefore be that this was user error and not a device failure or malfunction." 07/15/2015: (B)(4). Curved diamond bur high speed (lot/serial # are unknown) the handpiece and the bur were tested by the quality engineering team. Received m4 handpiece and bur for evaluation by the engineering group. The condition of the devices showed no significant physical damages but the bur was covered in melted plastic and biological contamination. Equipment used: test ipc console (provided by s<(>&<)>r). The handpiece was connected to the console and operated without the bur at default speed. It functioned and sounded normal. Fa lab analysis: plug unit(m4) into ipc and run for 15 minutes in fwd. Take temperature measurements after 12 minutes in different areas of the unit. Inspect bur ( p/n 1882569) for open irrigation port. Measured 128°f in the base area near the gear box. Not hot enough to burn tissue. Bur was inspected and verified that the irrigation port was not occluded. Sent unit (m4) back to repair facility to run production temperature test and spin down test. Unit (m4) passes test. The 4 minute temperature run test recorded temperatures of nose: 78°f, middle: 89°f, rear: 87°f. Tested with the returned bur (p/n 1882569) and passed to manufacturing specifications. Standard maintenance was performed on the unit (m4). Unit (m4) sent back to fa lab for irrigation test. Unit (m4) was tested for correct irrigation with the bur (p/n 1882569) that was returned with the unit. The unit and bur passed irrigation test for temperature and irrigation. Max temperature of the bur during the irrigation test was 80°f. Unit (m4) and bur (p/n 1882569) in fa lab for further tests. The bur (p/n 1882569) that was returned with the m4 was tested for temperature without irrigation by installing a thermocouple on the bur and running the bur with an m4 (with no irrigation) at 7500 rpm in fwd for 2 minutes. Temperature of the bur reached 220°f. Could not verify customer complaint when used under normal specified conditions. The m4 and corresponding bur (p/n 1882569) functioned normally and passed all incoming/failure analysis tests. The bur was inspected and tested for proper rotation and irrigation. The customer complaint stated that the bur was not being irrigated for a period of time during its use. Testing of the bur without irrigation verified that the temperature would get in excess of 220°f within 2 minutes. Human tissue will burn at 149°f if exposed at that temperature for 2 seconds. Conclusion and probable cause: the bur was not being irrigated correctly for an extended period of time causing the bur to overheat and burn the patients lip. Based on the available information and the product analysis results, the most likely cause is misuse/user error. Methods: actual device evaluated; interoperability evaluation; labeling evaluation; temperature testing; results: no failure detected. Conclusion: use error caused or contributed to event.

Event description:
Additional information was obtained from the user facility; it was reported that manual irrigation was used initially for the bur irrigation and then it was observed that the patient had a burn on the lip. It was then decided manual irrigation was not sufficient to cool the bur; therefore, the case was continued using the system irrigation without further incident. Furthermore, additional information was received 08/19/2015, stating "after further follow up with our nursing staff, we do have some information we can share with you. The tubing was not completely primed at the beginning of the case. I suspect that if not properly primed, irrigation would not flow and the device would likely run hot. Once this was rectified, I believe that no further issues were encountered. Our conclusion would therefore be that this was user error and not a device failure or malfunction."